Event description:
It was reported that the patients ipg stopped functioning after a large spinal surgery. It was noted that electrocautery was used extensively in the said surgery. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned as it was kept by the medical facility. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.